Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injuries as a result of the event. The evaluation of the vent has not been completed.

Manufacturer narrative:
Na